Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin flow blocked was occurred. Blood glucose was 310mg/dl. Customer stated that they changed the set but no delivery was found. Customer reported that the third one he can see the adhesive was not lying flat on the set. The customer was advised that the insulin pump needed to be replaced. The product will not be returned for analysis.